Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. Leak test was performed and found an opening on the radius/anterior. A microscopic analysis was performed which identified a crease sharp opening on the anterior and opening striated in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to a fold flaw opening. A striated edge opening on the radius due to surgical damage.

Event description:
Health professional additionally reported "contracted significantly." Device has been explanted.